Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2021. It was removed and replaced intraoperatively with no patient injury reported. The problem is resolved. The doctor assumes the lens was torn due to the user's carelessness during icl insertion.